Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The implantable screw tip is made of biocomposite material which is intended for implantation to allow for bone ingrowth. Based on the information provided, the screw tip breakage occurred during a thr, therefore, if the broken screw tip was retained inside of the bone, micro-motion and or migration of the possibly retained screw tip is unlikely. According to the report, the surgery was resumed without any delay, with a back-up device. Since there was no alleged harm to this patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during thr surgery, acc trq lmt scrwdrvr handle was improperly calibrated. The torque limit isn't set, therefore, surgeon is breaking the end of the screw tip by tightening too much. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device shows signs of extensive use. A functional evaluation of the returned device confirmed the stated failure mode. The torque limited seemed to be worn and would not function as intended. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The implantable screw tip is made of biocomposite material which is intended for implantation to allow for bone ingrowth. Based on the information provided, the screw tip breakage occurred during a thr, therefore, if the broken screw tip was retained inside of the bone, micro-motion and or migration of the possibly retained screw tip is unlikely. According to the report, the surgery was resumed without any delay, with a back-up device. Since there was no alleged harm to this patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. H3, h6, h10